Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over an hour. Reportedly, the transmitter was not being worn within line of sight of the pump. After moving the devices within line of sight, the issue persisted. In addition, it was reported that the customer received intermittent invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. Contact changed transmitter to resolve the issue. No additional patient or event information was available.